Manufacturer narrative:
The device (acuity) is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu). The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through wired or wireless connections. The user returned the cpu to the factory for evaluation. Testing did not identify a problem. Factory service performed testing for 7 days in an attempt to duplicate the reported condition.

Event description:
The customer reported that their system had been experiencing lockups, to the point where the system would not boot up. Note from a.1.: the customer reported that there were five patients on the system when it failed. According to the customer, the staff does not ID patients on the system, nor will they provide patient data.